Manufacturer narrative:
Results: blood sampling valve. (B)(4).

Event description:
The customer reported obtaining small quantity of clear fluid leak from the manual sample probe of a coulter hmx hematology analyzer with autoloader. The customer indicated that the leak was contained and had dried on the probe and tray. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event and no injury or exposure was reported. No patient results were affected by the leak and there was no change or affect to patient treatment in connection with the event. Beckman coulter field service engineer (fse) was dispatched and discovered the blood sampling valve (bsv) leaking between the pads or from wire marker 9 (wm9). The fse proceeded to remove, clean, and reseated the bsv. The fse had also trimmed and reconnected the tubing for wm9. Repairs were verified per established procedures and no further leaks were observed. Failure mode was determined to be the bsv or tubing at wm9 and issue was resolved following service.